Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis event was manifested by abdominal pain, cloudy effluent, and nausea. The patient was hospitalized and was treated with meropenum injection (500mg, intraperitoneal, once daily, ongoing). On (B)(6) 2024, treatment with dianeal 1.5% therapy was discontinued, however, treatment with dianeal 2.5% was ongoing. At the time of this report, the patient has recovered from the events but remained hospitalized. It was reported that the patient was retrained on proper aseptic techniques. No additional information was available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that antibiotics were administered for 14 days. It was reported that the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.